Manufacturer narrative:
(B)(4). Device evaluation: the analysis results showed that two ecr60b cartridges reloads were received. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a sigmoid colon the echelon flex 60mm was used with 2 blue reloads to close/cut the colon in the pelvis. The patient was a (B)(6) female with wide colon. The stapler fired as expected but the result didn't look good. After manipulation through the rectum in preparation of the circular stapler we saw feces coming through. It appeared that in the center the staples did not form a b shape but were still a u. After manipulation the hole became slightly bigger but the rest seemed to be stapler properly. The bad part was cut out by a circular 33mm (B)(4). They did a leakage test afterwards by water in the abdomen and air in the rectum. No bubbles were seen so it seemed ¿waterproof¿